Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A proglide device is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned with the device. There was no needle strike mark on the foot pockets. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Based on the condition of the returned device, a cause or confirmation of the reported incident could not be determined. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. No manufacturing deficiency was detected. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. It is unknown how hemostasis was achieved. There were no reported adverse patient sequale. Though requested, no additional information was provided.